Event description:
On (B)(6) 2021 a patient in israel underwent a procedure for the placement of percutaneous endoscopic jejunal tube (j-tube). On (B)(6) 2022,the patient was hospitalized due to suspected bowel obstruction. A CT scan was done which revealed a bezoar on the distal end of the intestinal tube and a bowel obstruction was not seen. During the endoscopy, the patient's intestinal tube was cut and released into the bowel.

Manufacturer narrative:
Reference record (B)(4). It was unknown if the device involved in the event was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. Catalog number is the international list number which is similar to us list number of 062918. A bezoar is a known complication of a j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.